Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the wake button was sticking and that the wake button became detached from the pump. The customer's blood glucose (bg) level was around 183 mg/dl. Multiple attempts were made to follow up with the customer to obtain backup therapy; however, no response from the customer was received.